Event description:
Additional information received reported that it was unknown if the patient was in cycling or continuous mode. The healthcare provider (hcp) believed the cause of the issues was the location of the device and it may be in a sensitive area (not device related). The hcp was following-up with the patient to schedule another consult appointment about revising the location of the device and pocket; this was in process. The patient was receiving effective therapy and could charge normally but did experience redness and stiffness. The hcp suggested for the patient to charge less often (the patient currently charged once a week). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s skin appeared red and would stiff up for about a day after recharging and irritation occurred while recharging the device. The patient also reported discomfort while sitting as the device tended to bulge in this position and push up into his skin. The discomfort was mainly at the top portion of the pocket (near the incision) versus the entire pocket. Sometimes he would experience discomfort when tucking in his shirt and accidentally hitting the top part of the neurostimulator. The patient reported difficulty in finding a strong coupling connection. The patient typically charged once a week and his last successful charge was five days prior the report. No diagnostic testing or troubleshooting was performed and the cause of the issue was not determined. At the time of the report the patient and manufacturer¿s representative (rep) were waiting for the healthcare provider (hcp) to decide on how to proceed. At the time of the report the patient was alive with no injury. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.